Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the plungers are "sluggish" with 2 bd discardit¿ ii 2 ml syringe. The following information was provided by the initial reporter: on two separate occasions the plunger has been very sluggish and foaming of the drug has occurred.

Event description:
It was reported that during use the plungers are "sluggish" with 2 bd discardit¿ ii 2 ml syringe. The following information was provided by the initial reporter: on two separate occasions the plunger has been very sluggish and foaming of the drug has occurred.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 2002203 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. Through examination, the retained samples showed no signs of defect. Based on the limited investigation results, a cause for this reported incident could not be determined. The medication or the method of use (high temperatures, pressure, several uses, etc.) Could affect the sliding properties of the syringe. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that during use the plungers are "sluggish" with 2 bd discardit¿ ii 2 ml syringe. The following information was provided by the initial reporter: on two separate occasions the plunger has been very sluggish and foaming of the drug has occurred.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-28 h6: investigation summary a device history record review was performed for provided lot number 2002203 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the physical sample was returned for evaluation by our quality engineer team. The sample was evaluated and no sliding issues were identified through functional testing. Twenty retained samples of the same lot number were also obtained from the manufacturing facility for further evaluation. Through examination, the retained samples showed no signs of defect. Based on the investigation results, an exact cause related to the manufacturing process could not be identified for this reported incident. The medication or the method of use (high temperatures, pressure, several uses, etc.) Could affect the sliding properties of the syringe. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. See h.10.